Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Return requested for suspect open spine clamp. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site that their open spine clamp was found to have a stripped screw. This issue was identified in sterile processing department (spd). No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.